Event description:
Additional information received that the st elevations resolved without an adverse patient sequela on (B)(6) 2013.

Manufacturer narrative:
(B)(4). There were no reported device malfunction or product deficiencies. The reported patient effects of angina, myocardial infarction, thrombosis, and surgical procedure (coronary artery bypass graft) are listed in the xience xpedition everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that a xience xpedition stent was implanted in a mid left anterior descending coronary artery (lad) and post procedure, the same day, the patient had chest discomfort, unstable angina, anterior precordial st elevation, elevated cardiac enzymes, and a myocardial infarction (mi) was diagnosed. A percutaneous transluminal angioplasty (pta) in target vessel, target lesion was done and the symptoms resolved without an adverse patient sequela the same day. On (B)(6) 2013, the patient had more chest discomfort, unstable angina, st elevations on the electrocardiogram (EKG), elevated cardiac enzymes, and another mi was diagnosed. Another pta and a thrombectomy/thrombolysis was done in the target vessel, target lesion. The symptoms resolved without an adverse patient sequela on (B)(6) 2013. Because there were thrombosis occurrence two times within 24 hours post xience xpedition stenting, the physician decided on (B)(6) 2013 to perform a CABG of the left internal mammary artery (lima) to the lad and the distal edge of the stent was ligated. There was a prolonged hospitalization and the symptoms resolved without an adverse patient sequela on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.